Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported experiencing high and low blood glucose readings. Customer stated that he has a stressful job and takes glucose tablets if feels funny. Customer mentioned having trouble with the sensors not lasting. Customer stated that he will be alerted at night that he is low when he really is not. No further information reported.